Event description:
The pt has had several infections on or over the pump pocket. The pt was concerned they may be experiencing an allergic reaction; they would like a custom made pump as an alternative. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient had a baclofen pump years ago which caused a need for a silicone stent to be placed in his brain. Recurring infections caused the need to remove the pump completely.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient was never tested for any allergies. The pump was only removed due to the infections that the patient was having. The healthcare provider was unable to find any mention of the silicone stent in the records that she could find, so she could not say what the need for it was, or the model or serial number of the stent. The patient was fine as the issue occurred 8 years ago.